Event description:
It was reported that ventricular fibrillation was induced via the catheter and the subcutaneous device system failed to convert the rhythm. External defibrillation was required. The first two attempts failed and the patient was successfully cardioverted on the third attempt. The status of the catheter is not known. The patient was then implanted with a transvenous device system. Hospitalization was prolonged. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).